Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged one day post implant. A revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.